Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 99 mg/dl and 56 mg/dl. Customer was treated with 3 ounces of ensure based upon 99 mg/dl reading; customer was treated with 3 ounces of orange juice, and 1.7 ounces of chocolate cake, based upon the reading of 56 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.